Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker exhibited unspecified issue. It was also noted that the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. The pacemaker was explanted and replaced. No intervention was done for the rv lead and ra lead. Patient status was not reported.

Event description:
It was reported that the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. No intervention was done for the rv lead and ra lead. Patient status was not reported.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. No intervention was done for the rv lead and ra lead. Patient status was not reported.¿ instead of ¿it was reported that the patient¿s pacemaker exhibited unspecified issue. It was also noted that the patient¿s right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance. The pacemaker was explanted and replaced. No intervention was done for the rv lead and ra lead. Patient status was not reported.¿ h10 - related report number 2017865-2025-1001878 should not submitted.